Manufacturer narrative:
The hill-rom technician found the sidecom power control board assembly inoperable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the sidecom power control board assembly to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating nurse call is not functioning. The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4).